Event description:
It was reported that the implantable neurostimulator (ins) was explanted and replaced due to battery exhausted prematurely. There was no patient injury and the patient recovered without sequelae. Additional information received noted that the patient had symptoms of persistent urgency, frequency, and urge incontinence. The patient's device setting was continuous mode. Impedance on electrode pair 0 and 3 was less than 50. The battery was replaced on (B)(6) 2014 and the patient was still working with the programs.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va03ezl, implanted: (B)(6) 2012, product type: lead. Product ID: 3889-28, lot# va03ezl, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the device failed.

Manufacturer narrative:
Analysis of the stimulator serial number (B)(4) found normal end of life. The telemetry and output were okay. The data gathered during the electrical testing, visual and dimensional inspection, and review of the manufacturing data did not show any abnormal results. No evidence of an internal mechanism for premature depletion was found during destructive analysis.